Manufacturer narrative:
(B)(6).

Event description:
It was reported that the wire became separated. The 75% stenosed target lesion was located in the severely calcified 34mm long, 2.3mm diameter distal left circumflex artery. A rotawire was selected for use. During the procedure, the rotawire was advanced to the target lesion without issue. Then the rotapro 1.25mm was advanced in dynaglide mode but it went in a different direction from the rotawire towards the obtuse marginal branch. The annulus of the burr did not come into contact with the spring tip of the rotawire. A microcatheter was inserted to remove the rotawire. When the rotawire was checked outside the patient and it was found to be separated and stretched. No fragments of the rotawire remained in the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a rotawire device. Visual and microscope inspection of the analysis of the returned product revealed that the rotawire was separated in two different sections; the proximal section measured approximately 317.2 cm from the proximal end and the distal section measured approximately 10 cm (the spring tip was not measured). The ends of the cut section showed rotational wear marks. The body of the guidewire was kinked approximately at 35 cm, 39 cm, 222 cm and 306.5 cm from the proximal end. The distal tip was bent approximately at 1 cm from the distal tip; besides, it was stretched. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. E1. Initial reporter city: (B)(6).

Event description:
It was reported that the wire became separated. The 75% stenosed target lesion was located in the severely calcified 34mm long, 2.3mm diameter distal left circumflex artery. A rotawire was selected for use. During the procedure, the rotawire was advanced to the target lesion without issue. Then the rotapro 1.25mm was advanced in dynaglide mode but it went in a different direction from the rotawire towards the obtuse marginal branch. The annulus of the burr did not come into contact with the spring tip of the rotawire. A microcatheter was inserted to remove the rotawire. When the rotawire was checked outside the patient and it was found to be separated and stretched. No fragments of the rotawire remained in the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.